Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they are charging their implant for an hour and a half but it only went up to 20%. Patient mentioned that they are charging in excellent connection and started charging at 50% battery level. Patient was informed by their manufacturer representative (rep) that ins should be fully charged within 40 minutes. Agent reviewed information. Agent informed patient to monitor and maintain charging at excellent connection to be able to get to fully charge. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the slow ins recharge was due to bad connection. The steps taken to resolve the issue is they moved the recharge around until good reception, took about 1 hour. They noted sometimes it works good. Last time it was slow to charge, takes too long. Takes approximately 2 hours for full charge.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated for the last 3 nights, their implant would not charge. Patient said after an hour of charging, the implant would only go up to 30%. Patient said they would leave the recharger on for another hour, but the implant wouldn't go any higher and by morning the implant was dead so would stop working, so the implant wasn't working well for them. Patient also said the doctor told them it would only take about 40 minutes to charge, but had been taking longer than that. Agent had patient reset wireless recharger, then try to start a recharging session, but reported poor connection. Patient said they usually had their spouse to help position and charge the implant, but it was hard to find the spot and keep the charger in place on their own, even when using a belt. Patient repositioned and would get a good connection, but then would go right back to poor connection with the numbers and said they couldn't get the numbers as high as they could. Patient then tried to use the belt, but still had trouble getting a good or excellent connection and kept going from poor to good back and forth. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if they still had trouble getting excellent connection with their spouse's help and since they had called about similar issue in the past. Patient mentioned they were speaking with their rep before calling ps previously as well.